Event description:
It was reported that a malfunction occurred on the pump; the malfunction was identified as "malf 12." There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). The customer received guidance from technical support on how to reset the pump, and after performing the reset, the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue reappears.